Event description:
My glucose sensor started to give me incorrect numbers. The same thing happened with the previous sensor I used. My blood sugar was much higher than the readings indicated, which impacted how much food I was eating. This resulted in physical pain, headaches, and a high level of fatigue.